Event description:
The operating room nurse reported that a system message appeared twice during a procedure. Additional info has been requested.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The system software was upgraded. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).